Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nighttime low blood glucose while using the ilet bionic pancreas with a dexcom g7, with lows occurring after in-range bedtimes and repeated declines following treatment; review of usage indicated inconsistent meal announcements and reliance on correction insulin, and education on proper meal and snack announcements and device learning was provided, with additional training scheduled. Symptoms included hypoglycemia with a reported nadir of 45 mg/dl without loss of consciousness, dizziness, or need for assistance. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included review of device use patterns and education-focused troubleshooting. Investigation of this case revealed that missed meal announcements and subsequent correction dosing likely contributed to nocturnal hypoglycemia, with no device or component malfunction indicated. It was concluded, based on previously established findings for similar reports, that user-related factors, specifically inconsistent meal announcements, were the most probable cause.